Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event. The reported endoleak type 3b of the main body was refuted and it was confirmed to be a type 1b endoleak at the right limb. In addition, a type 1a endoleak was also confirmed and will be reported on a separate report. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the right distal loss of seal of the main body was the significant calcification at the seal zone(cautionary product use condition). The most likely cause of the proximal loss of seal could not be determined however, there was significant conical neck observed at 37 months which could have contributed to this event. There have been no reports of further negative patient sequelae. A review of manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned and no evaluation was completed. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
It was reported that the patient was originally implanted with an afx device on an unknown date . During a routine checkup, and CT images were done and it was discovered that the patient had a type iiib endoleak. It is unknown if the patient had a sac enlargement. The physician is planning to treat the patient, currently scheduled for (B)(6) 2017.